Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (less than 10 mg/dl) and 63 mg/dl, lo and 145 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).